Event description:
Patient was undergoing a transfemoral aortic valve replacement procedure. Upon removal of the sheath, the iliac artery was dissected. Surgical repair of the vessel took place immediately.